Manufacturer narrative:
This report was submitted directly to the FDA via medwatch, and no patient or practice contact information was provided. As a result, attempts to contact the reporter and/or treating practice for additional information are not possible. Additionally, no device identifiers (e.g. Serial numbers) or additional information related to this event were provided. A review of the ulthera patient complaint trend analysis report for the reported issues of "patient pain" and "patient neuropathy" revealed the trend levels are within allowable limits and will continue to be monitored. The reported issues of "patient vision effects" and "patient other" have not occurred at a high enough frequency to generate a trend and will continue to be monitored. No additional information is available at this time. If additional information becomes available, a supplemental report will be submitted.

Event description:
During a review of the FDA maude database website on 20-jan-2023, medwatch mw5113427 was identified which was not documented within the merz/ulthera adverse event database. According to the report filed directly to the FDA by the patient on 21-nov-2022: "reporter calling stating she has experienced ongoing problems ever since receiving ultherapy treatment at '(B)(6)'. She states the ultherapy device is 'FDA-cleared' for use on the 'brow, chin, chest, and neck' however treatment was instead performed on her 'upper face' and near her eyes. She states that during the procedure she immediately experienced pain and 'I could tell something went wrong.' She states that she has suffered from vision problems ever since and that her right eye appears 'permanently dilated. It doesn't change in the light.' She also suffers from facial pain and emotional pain from the cosmetic damage that she has endured. She states she filed a report with the device maker but they have not yet contacted her." The names of the reporter, treatment provider, and practice were redacted. Therefore, a review of the merz/ulthera patient complaint database could not definitively identify this report. Attempts for additional information are not possible. No additional information is available at this time. This report was initially submitted under an incorrect manufacturer fei number: 3006560326-2023-00012. This report is being resubmitted under the correct number: (B)(4).